Event description:
Drive devilbiss healthcare received a complaint involving a bath chair from an end user, who reported that he while he was in the shower, the "chair tipped back, he fell backwards and hit his head. Banged his head, turned red." He did not seek medical treatment. The end user's daughter reported that "the lack of suction caused the unit to tip over" and confirmed that there is no other defect in the chair. The end user declined to return the unit for evaluation.